Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip (B)(4). Note: manufacturer contacted customer on several follow-up calls in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call. Customer satisfied with the replacement product.

Event description:
Consumer reported complaint for hi accompanied by symptoms. The customer is concerned with the result of hi. The expected fasting blood glucose test result range undisclosed. The customer did report symptoms of thirst and fatigue. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 05/28/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history. Customer initially called regarding training on how to use meter while conducting training customer received a reading of hi not fasting. She did state at the time of the call that she had hyperglycemic symptoms of fatigue and thirst. She states her physician wants her readings to be around 220 mg/dl fasting and she does not have exact range. Customer declined medical attention at time of call. Advised customer to contact medical care provider regarding reading and hyperglycemic symptoms. Customer states they will follow up with physician. She states she does not have control solutions at time of call. Unable to verify history of meter. Customer is insulin dependent.